Event description:
It was reported that balloon deflation issue occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 4.0mm x 150mm x 150cm sterling sl balloon catheter with a saline-contrast ratio of 70/30 was advanced for dilation. The balloon was inflated at 6 atmospheres per minute. Upon deflation, it was noted that the balloon was very slow to deflate and hard to remove. The physician waited for a few minutes for the balloon to deflate and was removed intact from the patient. The procedure was completed using this device. There were no patient complications as a result of this event.